Event description:
A report was received that the patient had infection at the ipg site. Symptoms were redness of site and low grade fever. The physician did not believe that the infection was device related. The patient was treated with intravenous antibiotics. The patient underwent an explant procedure wherein all device components were removed.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm, model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm, model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm), model#: sc-4316, lot #: 17522882, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility.